Event description:
The customer reported that the insulin pump alarmed no delivery and failed battery test. Customer stated that he changed the infusion set and got no delivery and unstable to get off the screen. Troubleshooting was done. Customer's blood glucose was 222 mg/dl. During the troubleshoot the insulin did not exit the tubing. Customer had another infusion set for testing and this time insulin exited the tubing. Customer was not able to rewind due to battery was low. Advised customer that the infusion set would be replaced. Customer declined to troubleshoot for failed battery test. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).